Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 23.2cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2018. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for dilation but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.